Event description:
It was reported by the contact and customer that pump stopped delivering insulin. The customer's blood glucose (bg) level was 350 mg/dl. The customer reverted to apidra injections. Tandem technical support reviewed the pump history and no events were present that would have impacted insulin delivery. The customer was using apidra insulin with the pump. The customer resumed using the pump a few days later and the bg level was good.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.